Event description:
Patient underwent revision surgery for the removal and replacement of fixed length coupler.

Event description:
Disassociation of fixed length coupler from screw.

Manufacturer narrative:
The radiographs viewed by nexus spine sales associate on (B)(6) 2026, confirmed the reported event, a fixed length coupler had disassociated from the screw. On (B)(6) 2026, the distribution representative informed nexus spine sales associate that a revision surgery had occurred. Additional information was received by nexus spine from the surgeon on april 2, 2026, the patient had not undergone surgical intervention to revise or explant the device(s); therefore, a correction to the initial report was required. Device review the part numbers and lot numbers of the devices used in the case were identified based on the surgery information and case records, which is one of the 2 coupler part number/lot number combinations used in this patient's surgical procedure identified below: part description part no. UDI-di no. Lot no. Mfg date exp date fixed length coupler 24mm, 520284, (B)(4), 115702, 09/25/2024, 11/19/2029. Fixed length coupler 28mm, 520286, (B)(4), 109102, 07/17/2024, 08/22/2029. DHR review summary no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to the event. Parts met acceptance criteria upon release.